Manufacturer narrative:
The rods were implanted on an unknown date in 2016. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date in 2016, the patient underwent an oblique lumbar interbody fusion and posterior spinal fusion at levels th10-s2. Post-operatively, both side rods were broken between l4/5 due to pseudoarthrosis. Instability of the fixed parts was also reported. Hence, on (B)(6) 2017, the patient underwent a revision surgery for re-fixation. The broken rods were connected with rod connectors and rod(s). Autografting was also conducted in the re-operation. No patient complications were reported after the revision surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.